Event description:
The customer called to report that the drive support cap was protruding, and was unable to get out of the rewind screen. The reported blood glucose reading at the time of the call was 116 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. The insulin pump also had a scratched display window.